Event description:
It was reported that piece chipped off during impacting. Piece removed from patient. No harm to patient or staff. 2 minute delay. Smith & nephew back up available.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The slot, that mates with the retrograde blocking screw attachment, had pieces fractured off of the device at both corners of entry. The pieces were not returned. The device was manufactured in 2007 and exhibits signs of extensive wear/usage. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.